Event description:
Broken ring-patient with abdominal abscess, possible colon fistula.

Manufacturer narrative:
The subject product has been returned and is still out for evaluation. A follow up report will be submitted when evaluation has been completed.